Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip (80410u232) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment(slda 80606u192). It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds 80410u232) was advanced to the mitral valve and the clip was implanted; however, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip (80606u192) was placed to stabilize the slda clip, but it also detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr returned to 4 and leaflet injury occurred due to the sldas. The procedure was discontinued and mitral valve replacement was performed. The surgeon noted that the leaflets were so fragile that they could not be held with forceps. It was confirmed that the patient had a good outcome after surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number updated from 80606u192 to 80605u192. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a cause for the reported single leaflet device attachment (slda) in this incident appears to be related due to the patients friable leaflets. The reported patient effect of tissue damage was due to slda and the reported unchanged mitral regurgitation (mr) was a cascading effect of tissue damage. The reported patient effect of mitral valve injury (tissue damage) and worsening mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.